Event description:
The account alleged the bed exit alarm is not very loud and the bed exit audible alarm cannot be heard outside of the room. No pt impact.

Manufacturer narrative:
The account replaced the bed exit piezo alarm and the scale power control board to resolve the issue.